Event description:
It was reported that during an unknown procedure, the rotation knob could not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the tlh30 device was received in good visual conditions and with cartridge present on the device. The cartridge was returned fully loaded with staples. The device was tested for functionality with the returned cartridge and it form the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.